Event description:
Boston scientific received information that this right atrial (ra) lead was explanted with no known product experience. Additional information was received and indicated that the physician accidentally pulled out the lead. Further investigation was done and it was determined that this lead was previously surgically abandoned during an initial device change out. It was reported that the patient had most likely developed an infection with generator change so the physician decided to schedule the patient for an extraction on a separate procedure and delivered antibiotics for two months after a new system was re-implanted. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information received indicated that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.